Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response received, it is confirmed that the flow sensor assembly was identified as an out-of-box failure. The issues were identified within the drpt (diagnostic report) event log. The source of the problem is with the flow sensor assembly that is defective. The flow sensor assembly was replaced to resolve the reported problem. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting alarm 110f posto2flowsensorcalerror message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The investigation is ongoing.